Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the instrument involved with this complaint and completed the device evaluation. The reported complaint was not confirmed. The instrument did not show signs of arcing at the distal end. The instrument could not be tested since it was returned broken in half. This complaint is being reported due to the following conclusion: it was alleged that prior to the start of a da vinci assisted surgical procedure, arcing was observed on the permanent cautery hook instrument. Although, there was no report of patient harm, adverse outcome or injury recurrence of the reported failure mode could cause or contribute to an adverse event. Furthermore, it is unknown what caused the arcing event.

Event description:
It was reported that prior to the start of a da vinci assisted surgical procedure, smoking and arcing was observed at the elbow on the permanent cautery hook instrument. The customer broke the instrument in half to ensure that it would not be put back into use. The planned surgical procedure was completed and no patient harm, adverse outcome or injury was reported. On (B)(6) 2016, intuitive surgical inc., (isi) contacted the initial reporter however as of the date of this report no additional details have been obtained from the site.